Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer reported to be stuck in the rewind complete / bolus delivery loop. Customer's blood glucose was 285 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to force sensor damage by moisture. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratches on lcd window.